Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified. Patient demographics requested however not provided by the customer.

Event description:
It was reported that a secondary infusion was initiated, approximately 1 hr. Into the infusion the user noticed the tubing broke and leaked at an unknown location. The event occurred in the emergency room. Although requested, no additional event, patient or device information provided.